Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the device was received pressurized. The foot pedal and two ac cords were included. A functional evaluation revealed the hinge joint was stiff. The hinge joint was disassembled. The lower seal was deformed in the hinge joint assembly. The complaint was confirmed and the root cause has been associated with a friction problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device and also leaving the device pressurized for extended periods. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings.

Event description:
It was reported that the spider tenet was not working properly, when step on the pedal it was stuck. Incident occurred before the procedure. There was no delay and a back-up device was available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.